Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07c18-74 that has a similar product distributed in the us, list number 1l82, with 510k/PMA/bla number p050051.

Event description:
The customer reported false elevated architect anti-hbs and provided the following data: anti-hbs result was 75.63 miu/ml and repeat result was 77.24 miu/ml. Based on the world health organization recommendation, an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The customer believed the results from the architect platform were abnormal when they initially reported the event. Now the customer is not questioning the results and that believes that they are correct. Based upon this new information, this complaint is no longer a reportable event.

Event description:
The customer reported false elevated architect anti-hbs and provided the following data: anti-hbs result was 75.63 miu/ml and repeat result was 77.24 miu/ml based on the world health organization recommendation, an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.